Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) pairing failures with the ilet following disconnection for medical treatment, resulting in intermittent communication between the cgm and the ilet and dosing being halted until a new sensor was started and successfully paired later the same day. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet attributed to a communication issue involving the electrical/magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.